Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to boot up. Upon troubleshooting, fse found that the power supply was faulty. To resolve this issue, fse replaced the power supply parts. The defective power supply was returned to philips for analysis and found that psu was damaged due to abnormal use by the customer. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.